Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid was not functioning as expected. Nursing staff reported that the device failed to recognize fingerprints or worked intermittently, despite a prior remote intervention indicating resolution. Additionally, the illumination light on the reader was observed to appear abnormal.there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was working but the lights were flashing when they should not be. A field service engineer replaced the biometric identifier with a new unit, which operated normally, then verified functionality in the hardware test application (hta) and had the customer perform testing, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.